Manufacturer narrative:
On 06 june 2016 it was prepared a final report with the information already submitted in the initial report. On 05 july 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 07 april 2016 the r&d project manager commented as following: the fracture occurred to the femoral condyle was probably caused not by the cutting block design but by an "already weakened bone" as explained by the surgeon in the complaint event description. During a revision surgery is common to have bone loss caused by a primary implantation failure or necrosis of femoral condyle; for this reason the cutting guide are provided with several fixation holes for pins (4 lateral and 2 frontal) and 2 frontal holes for the fixation by screws. The design of the cutting block included the fixation pins positioners was validated by the designer surgeons.

Event description:
During a revision, a fracture of the lateral femoral condyle occurred. The surgeon felt this was due to the way the cutting block was attached to the femur. The pins that hold the cutting block in place go through the, already weakened, condyle making it prone to fractures. He feels the cutting block should be redesigned to avoid further damaging the femoral condyles. The surgeon had to pin and plate the condyle to complete the surgery successfully. Instrument and x-rays are not available.